Manufacturer narrative:
The subject device was received and evaluated . The customer reported visibility issue was confirmed. Device evaluation and inspection, service repair found kinks, cut and knot on cable. The unit as noted by service repair was reprocessed incorrectly, ccd and cable was damaged. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device had an image problem, visibility issue. The issue found during an unspecified procedure. There was no patient harm, no user injury reported due to the event. Device evaluation determined the unit was reprocessed incorrectly, charged-couple device (ccd ) and cable was damaged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was found that the image was not displayed due to a failure of the charge-coupled device (ccd). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.